Event description:
A patient reported that she had a systemic allergic reaction to medihoney gel used to treat a left inner calf leg wound for varicose veins. The patient had completed prednisone as prescribed and being followed by internist and vascular surgeon. There was minimal skin flushing in head and neck area being monitored. As per patient, her wound was healing.

Manufacturer narrative:
The medihoney gel was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.